Manufacturer narrative:
(B)(4). Batch # m9221w. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed: the analysis results of the er320 found that it was received with the lockout mechanism prematurely activated. Upon inspection, the jaws were found to be misaligned. In an attempt to replicate the reported incident, the lockout was broken during analysis. Upon testing, the device was cycled, fed, and formed 14 scissored clips due to the misaligned condition of the jaws. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted with the internal components that would have been caused the premature lockout. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. No conclusion could be reached as to what may have caused the premature lockout condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the doctor was performing an unknown procedure with the device misfired and jammed. It was not reported how the procedure was completed but there was no consequence to the patient.